Event description:
Reporter's wife of consumer, she states that husband had spinal implant placed for pain and soon after received a strong shock. His doctor and sales representative advised him to turn it off. It has been off ever since. The shock the patient initially received from the device made him have a backward spasm. Patient reportedly screamed from the pain that was elicited by the shock. Reporter states the patient has received two of the same type shocks since implantation and therefore the device hasn't been used. She notes that the battery wouldn't hold a charge (although they were informed that the battery had a lifetime guarantee). The device was placed at hospital. They've set appointments several times regarding removal of the device and all "5" times their appointments have been cancelled. Reporter feels that others may be having the same problem. Has now met a pain doctor who is willing to remove the device. An appointment has been set for feb. 2007 with dr. His specialty is in spinal technology. Reporter says that insurance has charged them for this device that has never worked and she wants someone else to assure their medical bills. Patient has been out of work for over a year and is unable to drive because of his condition.